Event description:
It was reported that the customer's pump screen went dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through troubleshooting steps, which included confirming the pump was not connected to a power source and pressing the button firmly. The initial attempt failed to turn on the display, so the customer was instructed to charge the pump with known working supplies. Upon charging, the pump display successfully turned on, displaying a welcome message, with the battery capacity at greater than 20%. No shutdown alarm 12 was received. The customer continued to use the pump for insulin therapy.